Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6), 2012, in order to tighten the abutment. During the surgery it was discovered that the patient experienced a loss of osseointegration of the implanted device.the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.